Event description:
It was reported that a zero tip basket was used in a transurethral lithotripsy procedure in the kidney. During the procedure, the basket wire got deformed making it difficult to extract and remove the stone. It was also reported that the basket wire was broken and there were no fragments left in the patient. The procedure was completed with another of the same device and there were no patient complications reported. This report pertains to one of two devices used during the same procedure. Refer to manufacturer report number this report for the first zero tip basket, and 2124215-2025-63019 for the second zero tip basket.

Manufacturer narrative:
D4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete UDI and other product specific information. If additional details become available, a supplemental report will be submitted. E1: initial reporter city: (B)(6). H6: device code a051104 captures the reportable event of basket failure to release stone.